Event description:
It was reported patient underwent a total left knee arthroplasty on (B)(6) 2013. Subsequently, patient alleges the need for revision due to an unknown reason. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.